Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced burning sensation at the pocket site. No device malfunction suspected. The patients ipg was replaced and relocated to a new pocket site. The patient was doing well postoperatively. The explanted ipg was discarded.